Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of a hole in the tube could not be confirmed; however, the pump requiring more than 8lb of force to activate could affect the functionality of the device. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 pump was thoroughly analyzed. Visual inspection of the pump revealed the tubing had been cut down to the pump block and not returned for analysis. No leaks were present. The pump was functionally tested and it revealed the component did not pass the 8lb. Activation test. Therefore, requiring more than 8lb of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the pump was replaced. Upon inspection, a crack was found in the pump connecting tube; however, the cause was not identified. The patient was stable and improved following the intervention.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the pump was replaced. Upon inspection, a crack was found in the pump connecting tube; however, the cause was not identified. The patient was stable and improved following the intervention.